Event description:
Covidien received a report from the USA stating that an 840 ventilator experienced a stuck graphic user interface (gui) key. The malfunction did not occur during pt use. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified a stuck gui key. The cse replaced the keyboard, which resolved the customer reported issue. The ventilator passed testing and calibrations. Covidien ref.: (B)(4).